Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and sensor. The customer states they had issues with sensor error alerts. The customer sates their blood glucose levels had been as low as 30mg/dl. The customer's most current blood glucose level was 140mg/dl. The customer treats the lows with milk. The customer declined to troubleshoot for the lows. The customer was assisted with sensor troubleshoot. The customer was advised the sensor would be replaced and returned for analysis.